Event description:
It was reported that the patient was involved in a motor vehicle accident on (B)(6) 2012, in which the patient "was the restrained driver who rear-ended another stopped vehicle." It was noted that the airbags deployed. The patient experienced back and neck pain and was taken to by the ambulance to the hospital for an evaluation, where she was later discharged. The patient reported feeling "globally sore for about a week after the accident, but the soreness eventually subsided." It was further noted that the patient reported "an immediate change in the location of paresthesia created by the stimulator at the time of the accident." The patient experienced "paresthesia in the lower left back and in bilateral feet." It was noted that the impedance measurements reflected one open electrode at electrode 14, which was considered out of regulation. It was also noted that there was an increase in amplitude on program a2. It was stated that "this captured all desired areas of pain identified." It was further noted that the physician wanted to perform an x-ray to determine a possible lead migration, but the patient elected not to have this done. The patient outcome was not provided. Additional information was requested but not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-56, lot# v250969, implanted: (B)(6) 2009, product type lead; product ID 3888-45, lot# v252797, implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).